Manufacturer narrative:
No pt was present. Medtronic representative tested the system on site. She was unable to duplicate the issue and this issue has not recurred.

Event description:
Medtronic representative reported that the stealth system is turning itself off without warning. This event did not occur during surgery and no pt was present.